Manufacturer narrative:
The device was received with the left and right pawls cracked and would not pass test. The device history record (DHR) review showed no abnormalities related to the reported failure. The complaint was confirmed. The root cause was unknown, however most likely reason was wear and tear.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull clamp's ratchet lock was not holding. The date of the event was not specified. No known patient contact or patient injury noted. Additional information has been requested.